Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implanted neurostimulator (ins). Patient has been "having some problems right now" and caller is wondering if they could be related to the ins'. Patient representative stated that the patient is experiencing "strong hallucinations" and she is not sure if it is due to medication that he's taking, the implants, or the parkinson's but it has been "going on for a while now." Patient and caller were redirected to managing provider.